Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to a follow-up with an erythema around the device pocket. The erythema was treated with antibiotics. Two weeks later the patient presented to another follow-up and the erythema was still present with no indication of infection. Three months later, the patient presented to the emergency room after experiencing physical trauma at the implant site that resulted in a hematoma. Upon examination, an erosion due to infection was confirmed. The device was explanted and replaced during a later procedure and the patient was discharged. It took the patient six months to recover following the infection and the procedure. Further information was requested but was not available.